Manufacturer narrative:
Burn and skin pigmentation after harmony treatment. The device was not inspected, reported from a good will.

Event description:
It was reported about a burn of genital area following the harmony xl pro treatment.

Manufacturer narrative:
Burn and skin pigmentation after harmony treatment. The device was not inspected, reported from a good will. UDI related data quality updates: this supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a burn of genital area following the harmony xl pro treatment.